Event description:
Patient reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: broken shell, red particles in the shell and yellow biological tissue. Analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Patient reported, a right side rupture. Device has been explanted and replaced.